Event description:
Consumer stated the bristles are falling out in her mouth and also the head does not fit on the product correctly, it leaves a gap. She spit out the bristle, rubbed over bristles before continuing to brush again. Once again, one came out and stuck in her tooth. She rinsed the brush and vigorously rubbed the bristles to make sure to not get anymore falling out.